Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep found that the dingus had slipped a tooth. The rep realigned the open bar with the dingus and retested the system. It was also found that motion calibration was off, so a motion calibration was performed so that the system would work properly. The system then passed the system checkout and was performing as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that when trying to manually open the gantry door in the morning, the gantry door wouldn¿t open or close and looked to be off track. There was no patient involved with this event. It was noted that cases had to be cancelled due to this issue.